Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found significant damage to the reservoir septum while implanted and the septum is leaking. (B)(4) o longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was morphine 4% at 10 mg/day via an implantable pump for an unknown indication for use. It was reported that there was an issue at the refill of the pump. It was reported that the patient experienced respiratory depression and that the patient was in intensive care all weekend with naloxone. It was reported that the cause of the reported event was not known and was noted that they used a 22 gauge needle so they don't introduce the medication at the portal. It was reported that the reported event was resolved. It was reported that the pump was explanted on (B)(6) 2018. The patient status as the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Device code: (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they didn't know exactly what happened with the refill, only that while the medication was getting into the body , few seconds later, the patient started to be really bad. It was reported that it was not a programming error and that they did not use a medtronic refill kit. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the implant date of the pump was (B)(6) 2010. New information received reported that the correct implant date of the pump was (B)(6) 2016. No further complications were reported and/or anticipated.